Event description:
The reporter stated the surgeon was attempting to insert a 3.0 diopter aq5010v silicone three piece lens but the lens became stuck in the cartridge. There was no patient contact or injury. The reporter stated the haptics were not coming out, and the surgeon felt it was due to the cartridge.

Manufacturer narrative:
The product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found one haptic bent. There was evidence of clear surgical residue. It should be noted that the injector was not returned for evaluation.